Manufacturer narrative:
Investigation pending.

Event description:
Called alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 4.5; lab: 3.0. Doctor adjusted pt's coumadin based on inratio meter reading of 4.5 inr.